Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient implanted with a neurostimulator (ins) for unknown deep brain stimulation (dbs) symptoms reported that the patient¿s battery was depleted ¿way down¿ at 2.83 v. The patient was having trouble speaking, swallowing and shaking for about a month and had seen ¿call your doctor¿ messages with an unknown error code for at least the past 2-3 months. The ins was off at the time of the report, but was turned back on. The patient thought their speaking became garbled, but someone else with the patient thought their speaking was clearer. The patient wanted to keep the ins on because they were getting use out of it. It was noted the patient would follow-up with their healthcare professional (hcp). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient's symptoms resolved themself in about 4 days.